Event description:
It was reported the procedure to implant a permanent scs system was aborted. The scs lead was opened, but not implanted. The st jude medical representative present for the procedure is no longer with the company; therefore, no further details are available regarding this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.